Manufacturer narrative:
The investigation for the reported product damage has been completed. The impella was not returned for evaluation. Clinical details states the patient had a bent femoral artery. Therefore, the root cause of the introducer damage - mechanical issue was a introducer sheath kink due to patients anatomy. The root cause of the product damage (cannula kink) issue was use related to improper technique of inserting impella in a kinked sheath. Added- d4 model number, catalog number, serial number, lot number, exp date, and UDI., h4 device MFR date in accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 92-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient had an attempted impella implant and the 14 french sheath kinked upon delivery. The doctor used a wire to straighten the femoral artery for the 14 french sheath and the impella was inserted through the 14 french x 25 centimeter sheath. The cannula of the impella kinked after exiting the sheath. The device was removed from the body. However the impella was turned on while it was outside the body and the motor stopped eventually. A new impella and sheath were implanted successfully.